Event description:
It was reported that the pt had his aus tandem cuffs and pump removed due to urinary incontinence. A pump and tandem cuffs were placed with one of the cuffs repositioned and the other cuff downsized. No pt complications were reported in relation to this event.

Manufacturer narrative:
Additional devices: cuff: catalog 72400160, serial # (B)(4), exp 09/08/2011, mfg 09/2006. Pump: catalog 72400098, serial # (B)(4), exp 08/24/2011, mfg 08/2006. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.